Manufacturer narrative:
Per the field service representative (fsr), after the pump to board cable and display assembly were replaced, the unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the customer's display and display cable to a lab use only (luo) roller pump. He powered the pump on and observed the screen to be flickering. When installing a luo graphics board into the customer display, the display functioned as normal. He determined that the customer display graphics board was defective.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during cardiopulmonary bypass (cpb), the roller pump display was flickering. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Per the field service representative (fsr), the ribbon cable was replaced first and the display worked properly. The device was left powered on while the fsr was working on another unit for three hours. When she came back to complete the preventive maintenance (pm) on the unit, she found that the display was flickering once again. She was informed that the unit does flickers intermittently. The display was replaced.

Event description:
Additional information stated that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up the heart lung machine (hlm) four inch roller pump for a bypass procedure on (B)(6) 2021 without issue. After commencing cardiopulmonary bypass the roller pump had a flickering display. There was no additional information about mitigation. The team had a central control monitor (ccm) available for use. There was no additional information regarding a delay, blood loss or harm, but the ccm was available, therefore there would be no harm, blood loss or delay due to this type of failure.

Manufacturer narrative:
Updated blocks: h3 and h6. Per the field service representative (fsr), the display was working fine when it was checked, but to prevent future issues, the pump to board cable was replaced.